Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for revision due to an unknown reason. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: medical products - unknown acetabular cup catalog#: ni lot #: ni; unknown femoral head catalog#: ni lot#: ni, unknown femoral stem catalog #: ni lot #: ni.